Event description:
It was reported to boston scientific corporation on september 26, 2005, that an enteryx procedure kit was implanted in a female patient in 2005 (weight unknown). Ten injections were performed, delivering a total of 6.6 cc's injected intramuscularly, 0.5 cc's was submucosal and 0.5 cc's was transmural. According to the complainant, the patient reported chest pain of a moderate severity beginning the next day, and resolving at about six days later. The patient reported esophageal spasms and odynophagia, both of moderate severity. The odynophagia was resolved three months later. The esophogeal spasm was reported to decrease in intensity from moderate to mild on that day, and is intermittent. The patient was not experienced weight loss. One successful dilitation was done about one week prior. The patient's condition was reported as doing "great."

Manufacturer narrative:
The device remains implanted in the patient; therefore a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.